Manufacturer narrative:
The device was rec'd. Investigation is not completed.

Event description:
Report received that the device display does not increment the volume being delivered. The pump was returned to the biomedical department with an unsigned note that stated, "pump will not register volume". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events while the device was in clinical use. Though requested on further info was available.